Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced and software upgraded to address the reported complaint. Review of the device data logs revealed total power failure, external battery communications lost alarm and an error message (sf180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery error message, sf180 and total power failure were due to an isolated component failure within the device battery assembly while the external battery communications lost alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.